Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, the analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for sleeve steering issues/difficulty positioning the cds were considered, including manufacturing, patient morphology/pathology and user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steering issue that occurred during use with the clip delivery system which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, with a dilated left atrium. The clip delivery system (cds) was advanced out of the guide and leaflet straddling was accomplished. When in the left atrium, the m- knob was applied; however, the cds turned in the opposite direction. Full echocardiogram analysis was performed to ensure that the clip was not hung up on any part of the left atrium, and confirmed to be free from any structures. The cds was removed and replaced. Two clips were implanted and the mr was reduced to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.